Event description:
The international distributor reported that the ventilator alarmed due to o2 valve stuck closed while in use on a patient. The customer reported there was no patient harm. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. The loss of oxygen source via the oxygen valve function may compromise oxygen delivery to the patient. The distributors service technician will replace the oxygen valve, oxygen motor controller pcb board and oxygen regulator assembly to address the reported problem.

Manufacturer narrative:
Part requested for analysis but not yet received. Oxygen regulator assembly. Part requested but not yet received.